Event description:
Patient presented for microwave ablation of liver tumors with general anesthesia. Patient was brought to procedure room, general anesthesia inducted, patient then positioned on procedure table. The neuwave microwave ablation machine was in the procedure room and had been turned on and appeared to be functional and ready to use per the interventional radiology technologist. The patient was prepped for the procedure. When it was time to get the machine ready for the procedure to start, it did not work. The staff physician called the manufacturer for help. All suggestions by ethicon representatives failed. The procedure was cancelled. Patient was woken up by anesthesia team.